Event description:
It was reported that the customer had high blood glucose levels of 237 mg/dl. The customer reported a button error alarm from the insulin pump. The customer reported that the belt might possibly be pushing on the buttons of the insulin pump which might explain the error. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, intermittent button response observed due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.